Manufacturer narrative:
(B)(4). Batch #: u5ep3n. (B)(4). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that one pcee60a device was returned in closed position with no apparent damage and with a gst60d reload present. The reload was received partially fired 1/16. In addition, a battery pack was returned. Further analysis on the reload shows some dislodged drivers were noted and damages were found on both sides of the cartridge body the device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembly, the switch actuator post was found to be broken with the switch actuator loose; which lead to the device not been able to fire. The damage on the reload is related to improper use of the device. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. Please reference the instructions for use for more information. The damage to the actuator post has been correlated to a manufacturing process. This product issue will be addressed through our quality system. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during a laparoscopic left hemicolectomy, the device could not be fired at the fourth firing of feea on the colon. When the device was checked, it was found the firing lever was damaged. The cartridge color was gold. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.